Event description:
Midmark has already submitted an MDR for this incident on april 13, 1995. (Firm's reference number hp-01-04-95.) This MDR should cover midmark's reporting requirements. Also, there was no access number on this MDR since the user-facility sent the medwatch report directly to your office and did not send a copy to midmark at all. Midmark received the medwatch report and MDR request from the FDA on 6/5/95. Please make sure that midmark's MDR and the medwatch report are combined.